Event description:
The brake on the microscope released by itself during the procedure (craniotomy). The surgeon had an instrument inside the brain at the time. The brake let go suddenly without warning and made a very loud noise. No one was close to the brake release when this happened. Equipment checked earlier to ensure it was functional.====================== manufacturer response for microscope, oh4 (per site reporter)======================the equipment representative came and repaired the product.